Event description:
It was reported that during basilar artery (ba) stenosis procedure, the operator used a long sheath and a middle catheter to build access. Next, the operator used the subject guidewire to bring a microcatheter to the lesion. The operator tried to manipulate the subject guidewire to advance it pass stenosis, but the tip of the guidewire was not moving when advancing the proximal of guidewire. The operator tried to withdraw the proximal of guidewire and the distal was not moved. Then the physician locked the proximal of guidewire with the microcatheter to retract the system back into middle catheter and then withdrew the middle catheter out of patient's body to check and found tip of the guidewire was fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the distal tip was seen to be broken/fractured at 295.5cm. The distal end was not returned. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the guidewire got fractured during the process of advancing or manipulating it through the stenosis, as indicated by the physician that lack of movement of the guidewire's distal tip was observed when the proximal end was being advanced. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was moderately tortuous. During analysis the distal tip was seen to be broken/fractured at 295.5cm. It is probable that the distal tip of the guidewire was fractured due to the attempt to manipulate the guidewire through the stenosed vessel, stenosis of the vessel may have caused narrowing of the vessel and difficulty to manipulate the guidewire, causing the subsequent guidewire fracture. An assignable cause of procedural factors will be assigned to the reported and analyzed event: "guidewire distal tip broken/fractured during use" as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during basilar artery (ba) stenosis procedure, the operator used a long sheath and a middle catheter to build access. Next, the operator used the subject guidewire to bring a microcatheter to the lesion. The operator tried to manipulate the subject guidewire to advance it pass stenosis, but the tip of the guidewire was not moving when advancing the proximal of guidewire. The operator tried to withdraw the proximal of guidewire and the distal was not moved. Then the physician locked the proximal of guidewire with the microcatheter to retract the system back into middle catheter and then withdrew the middle catheter out of patient's body to check and found tip of the guidewire was fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.